Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely external force was applied to the distal end causing the adhesive to peel/crack. Additionally, the amount of use and age of the device (over 6 years) leading to deterioration. This issue is addressed in the instructions for use (IFU): "ultrasound gastrovideoscope gf-uct180. Chapter 3 preparation and inspection - 3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported in and. The investigation is ongoing. The definitive cause of the customer's experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the leak check was passed. The forceps cover glue is peeling and rubber is cracked. The ultrasound image has elements at 81, 82, 84, and 88 all belonging to spc board #6. The water flow is okay. Unable to duplicated the user's report. The lg tube is collapsed/dented. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while reprocessing an evis exera ii ultrasound gastrovideoscope, the balloon would not inflate. There was no patient impact related to this occurrence.